Manufacturer narrative:
Other, other text: returned device was received with a bowed front panel, the airmix and tidal volume knobs are out of tolerance, and a cracked battery cover. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator was alarming. There were no reported adverse events.